Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade unknown, and folds. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, opening, crease fold. A microscopic analysis was performed which identify, crease sharp in the posterior side with non-penetrating nicks around the opening. Based on the device analysis, the final assessment is: a crease sharp opening on radius, due to a fold flaw opening. Non-penetrating nicks.

Event description:
Healthcare professional reported, right side rupture. Capsular contracture, baker grade unknown. And folds. Device has been explanted.